Manufacturer narrative:
The field service engineer (fse) was dispatched to troubleshoot the issue. The sample probe and wz 1 probe #1 temperature tubing/sensor were replaced and considered to be the likely causes for the elevated b12 results. However, the customer also replaced the trigger, pre-trigger, b12 reagent and calibrators prior to running qc and a comparison of b12 patient samples. The qc and correlation samples recovered as expected and b12 testing resumed on the analyzer. A review of the analyzer service history found no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the fse replaced the likely cause parts. The architect systems operations manual addresses operational precautions and limitations; routine maintenance; and component replacement; and addresses sample results observed problems for erratic results and elevated concentration, including, but not limited to: probes not positioned correctly; dirty or partially clogged probe; and hardware failure. The architect b12 package insert provides information for sample handling, performance characteristics, and expected values. A 12 month search for similar complaints identified no adverse trend of the probe or the wz temperature tubing/sensor with regard to discrepant patient results. A review of the i2000sr tracking and trending data in the architect monthly product monitoring revealed no systemic issues or adverse trends associated with the erratic result described in this complaint. The i2000sr erratic result rate is within acceptable limits with no trends identified. Taken together, no systemic issue or product deficiency was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account noticed falsely elevated architect b12 values on samples that repeated lower with amended result reports when processing on the architect i2000sr. Data provided data on 4 samples. (B)(6). No specific patient information was provided. No impact to patient management was reported.